Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 23july2019. The manufacturer's international field service engineer confirmed the reported problem and replaced the power switch overlay to address and correct this reported event.

Event description:
A ventilator was reported with a faulty led indicator. There was no patient involvement/harm.